Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 23 mg/dl. Customer attempted to self-treat by consuming carbohydrates and a glucagon injection. During the ER visit the customer only was monitored for improvement and did not receive any additional treatments. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. The customer was released from the ER the same day with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.